Manufacturer narrative:
The cobas 6000 e601 module serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable false-positive elecsys anti-hcv ii results from the cobas 6000 e601 module. The results were 35- 40 coi (reactive), and when repeated by the abbott method, the results were negative. One example was an initial result of 92.82 coi (reactive). The repeat result was 92.82 coi (reactive). On (B)(6) 2025, the repeat results were 89.32 coi (reactive) and 78.66 coi (reactive). On (B)(6) 2025, the repeat result using the abbott method was negative.

Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.